Manufacturer narrative:
Follow-up #2 correction emdr is being sent to address that an initial MDR and follow-up #1 emdr was submitted in error as this product is not sold or distributed in the united states. Also, there is no install base of this product in the united states.

Event description:
The customer reported (based on the information provided) that the couch would slide downwards after it stops ascending or descending when releasing the button. There was no report of harm to a patient, operator or bystander due to this issue. The fse determined that the vertical motor had failed and replaced the vertical motor to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer at (B)(6) stated that when moving the patient support in the upwards or downwards direction, the patient support would slide downwards. There was no report of any harm/injury to a patient, operator or bystander. The operator contacted the philips help desk to inform them of the event.on (B)(6)-2015, philips field service engineer (fse) went to the customer site to evaluate the system. The fse confirmed the allegation: the patient support moved down by 30cm slowly and suspected an issue with the vertical motor assembly. The fse found that when the patient support is moved, the power supply to the vertical motor assembly is normal; therefore, determined that a component in the vertical motor assembly had failed. The fse confirmed that the e-stop did not open and the patient support did not fall downwards to its limits. On 23-apr-2015, the fse replaced the patient table elevation & descent actuator to resolve the issue. After the service, there has been no further recurrences of the issue at the site.initially, the fse stated that the defective actuator was available for engineering assessment; however, during investigation, he confirmed that the part was discarded by the customer and was not available. The fse sent pictures of the failed parts. No bug reports/log files were provided.if the vertical motor would fail, there is potential for uncommanded downward motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined by r&d engineering that the issue occurred due to the actuator reaching the end of life. The fse replaced the actuator to resolve the issue.engineering determined this issue to be an acceptable risk. Engineering stated that the line actuator itself has a protective design and, therefore, the couch would stop decline after about 20 ~ 30cm movement and remains stationary even though the actuator reached the end of life due to the locking mechanism for vertical motion.the following mitigations are applicable: ¿ patient table mechanism complies with iec60601 ed2.2 28.4,iec60601 ed3.0 9.8.2. ¿ vertical motion employs a mechanical locking protection for service purposes. ¿ warning in user manual to observe patient during all movements.the fse replaced the patient table elevation & descent actuator, to resolve the issue.since no parts were returned, a root cause could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined by r&d engineering that the issue occurred due to the actuator reaching the end of life.

Manufacturer narrative:
(B)(4)